Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product no further information will be provided. (B)(4).

Event description:
A nurse reported that almost every fourth knife used during surgery seemed to be not sharp enough and made the incision more laborious. An alternate knife was taken each time in order to complete each procedure. There was no harm to any patient. No further information will be provided. This is one of three reports being filed for the same facility. This report is for the pool of patients.